Manufacturer narrative:
(B)(4): method: device internal memory and ECG were reviewed for this incident. Conclusion: ECG artifact consistent with CPR, underlining rhythm was consistent with asystole. Correction: date of this report is (B)(6) 2011 and date of event is (B)(6) 2010.

Event description:
Subject was not resuscitated, physician questioned related ECG.